Event description:
The user facility reports needlestick incident that occurred when hcp was removing needle from pt. The needle tubing was pulled back at an angle, causing the needle to not properly retract into the safety device. Instructional info for this product instructs the user to pull straight back on the tubing for needle removal and activation of the safety device. Per unit report employee was relatively new and investigation determined that the needlestick likely resulted from user error. MDR is filed for administration of prophylactic medication.